Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Coating/dirt on the inside, which looks like oil. After the package is opened, the liquid dries in after a day or so.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: five samples were submitted to our quality team for investigation. Through visual inspection, silicone was be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2408023 and were found to be within specification. The samples underwent these same tests and verified the product was within specified limits. A device history review was performed for the reported lot 2408023, no deviations or non-conformances were identified during the manufacturing process, all production and quality processes were verified to have been completed without issue. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products from this manufacturing line undergo routine sampling and are subjected to both visual and functional inspections at various stages of production. No issues related to the reported observation were identified during these inspections. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe.

Event description:
No additional information.